Event description:
I have had constant medical problems ever since the essure procedure device was implanted in my fallopian tubes for permanent birth control. I began having urinary incontinence immediately following with medical issues following too. I've suffered from severe fatigue since then and developed hypothyroid. I have had constant stomach problems and pain from h. Pylori bacteria to gall bladder stones and gall bladder removal. I had an abscess which needed emergency care. My good vision decreased tremendously four years ago; I developed pinguecula in both of my eyes. I am suffering tremendously heavy and painful periods with big clots of blood and heavy flow. Moreover, I have had severe pelvic and stomach inflammation and pain. At the same time, having uti's and insomniac nights going to urinate at night every 10-15 minutes and suffering from yeast infections. I am going from one doctor to the other for different problems and I am tired. My pcp thought I had kidney stones due to the severe abdominal/pelvic inflammation and pain with a uti and blood in my urine. CT scan showed no kidney stones. Doctor recommended to see a doctor to look into the devices since they were taken off the market in 2018 and might be causing sides effects in my body. FDA safety report ID# (B)(4).